Event description:
The hospital reported that during an evh procedure, the bisector was sticking when being inserted into the harvesting cannula. The surgeon decided to change over to an open leg procedure. No other pt complications were reported.

Manufacturer narrative:
It was observed that the bisector did encounter some resistance while it was passing through the main seal in the handle of the device. Therefore, the customer complaint about sticking in the handle is confirmed.